Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. The lens was returned in liquid, in a lens vial. Visual inspection found the haptic and optic torn. (B)(4).

Event description:
The reporter indicated that a cq2015a intraocular lens, diopter +21.0 was "inserted and removed. Haptic did not look right. Used back up lens. No patient injury." Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Additional data work order search found no additional similar complaint type event(s) within the associated lot. (B)(4).